Manufacturer narrative:
The pod was received with the cannula deployed. Pod download data showed 0x3d hazard alarm generated, indicating that the step sensors asserted before the wire being driven. Generation of the alarm deactivated the pod. Internal corrosion was noted on the pcb assembly of the received pod. Bottom and middle batteries of the pod were measured to be depleted. During leak test, fluid was found leaking through a crack on the bottom portion of the reservoir near the fill port. This damage to reservoir was the source of fluid on the pcb assembly, that shorted the step sensors and led to the reported alarm generation and corrosion inside the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 15 mmol/l (270 mg/dl). The pod reportedly alarmed while worn on the abdomen for between 1 and 4 hours.